Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that inside of the reservoir area is grinding up itself. The customer think the pump is wore out. The customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was unable to prime during the prime test due to faulty force sensor resistor; however, the motor passed motor test and no motor grinding by its own noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner and minor scratched lcd window.